Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the host pc was not turning on. Troubleshooting actions confirmed that the issue occurred due to the tripped f4breaker in m rack pdu. Fse reset the breaker resolving the tripping issue and furthermore the fse identified that the host pc was defective. The fse replaced the host pc in the m cabinet, then loaded operating system as well as application software to the new pc and also power and control unit in the r cabinet were replaced. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to the philips that the system would not turn on. The device was not in clinical use at the time of the event. The was no harm reported. Philips has started an investigation of this complaint.